Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was returned in one piece. The fiber measured approximately 316.6 cm from the top of the connector and includes the entire distal tip. Exposed glass portion of the tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it fully, this indicated that the fiber was broken within the connector. It is likely that due to the fracture within the connector that the laser energy would not travel well to the tip, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on september 25, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the ureter and kidney performed on (B)(6) 2019. According to the complainant, during the procedure, there was no energy coming out from the laser fiber upon pressing down the foot pedal. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector.